Event description:
According to the complainant, during the procedure, it was observed the hydrothermablator procedure set had a cervical leak that created an anterior posterior vaginal burn. In addition, there were no system alarms. The resevoir level dropped and the physician saw the saline coming out of the cervix. A tennaculum was used in this procedure. The patient had a bicornulate or septate uterus. The physician was trying to cover both "horns" so the wand was being moved back and forth. The procedure was not completed due to this event. Further follow up indicated that during the heat up (temperature was at approximately 55 degrees), the physician noticed a cervical leak. He paused the system and added a speculum. He proceeded and about six to seven minutes into the procedure he noticed another cervical leak. He immediately aborted the case approximately at the eight minute mark. Upon inspection, the burns were noted on the vaginal wall (anterior and posterior) both are internal burns only but were second degree burns. The physician applied silvadene cream. The physician called the patient that night to check up on the patient and she stated that she was not in pain and she was recovering "ok".

Manufacturer narrative:
The lot number for the hydrothermablator procedure set is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Conclusion:the complaint was reported as a vaginal burn. The product was not returned for evaluation and the batch was not provided for a DHR review however, based on the information provided in the event description the root cause can be determined as user error. On page seven of the hta users manual, it states that the safety and effectiveness of the hta system has not been evaluated in patients with bicornuate or full septate uterus, and the event description specifically states that the patient had one of these conditions. It also states that the sheath should not be moved during the procedure in order to prevent the possibility of thermal injuries as part of the warning and precautions on pages five-seven and the event description, states that the sheath was moved around in order to ablate both cavities which goes against the instructions in the dfu. Device discarded